Event description:
It was reported the patient was presented to the clinic. The right ventricular (rv) lead was dislodged resulting in high capture threshold and high ventricular output. The rv lead may have dislodged due to patient trip and fall. The rv lead was explanted and replaced on (B)(6) 2023. The patient was in stable condition.